Event description:
Company representative reported with an issue of poor air/water supply (air/water flow issues from the air/water flow system). The issue found during an unknown event. No harm was reported. No patient injury, no user injury reported due to the event. Device evaluation found clogging nozzle. Foreign object inside the nozzle was observed. This report is being submitted for foreign object found inside the nozzle (insufficient cleaning (handling problems).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogging device nozzle. Foreign object found clogged on the nozzle. Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, evaluation found forceps channel has pinhole. Due to a pinhole on ch-tube, water tightness is lost. The reported issue of " poor air/water supply (air/water flow issues from the air/water flow system) could be confirmed. The found failure noted to be attributed due to insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on a-rubber (insertion section) has a chip. Adhesive on a-rubber (bending section) has a crack. Objective lens has a crack. Scratch noted on switch 1, connecting tube. C-cover has a burn (distal end) . The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff noted able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adhered to the device- noted unknown. Not aware of the foreign object. Problems with the accessories used for reprocessing- noted normal device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- facility noted ¿we use another company's washing machine (endocrenz), but it seems that there are rare cases where the bedside washing is delayed due to the condition of the patient. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.